Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested using retention strips and a retention quality control of a high level. Testing results: qc 1: 3.0 inr, qc 2: 2.9 inr , qc 3: 3.0 inr . The maximum difference between measurements was 3 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The laboratory method was asked for but not provided. The customer stated that his laboratory results were consistently 0.8 inr to 1.0 inr lower than his meter results for four measurements. The laboratory dates, times, and results were asked for but not provided. The customer provided the four most recent meter results. The customer was not sure if comparison tests were performed for these measurements. On (B)(6) 2019 the result from the meter was 3.4 inr. On (B)(6) 2019 the result from the meter was 3.5 inr. On (B)(6) 2019 the result from the meter was 3.5 inr. On (B)(6) 2019 the result from the meter was 3.6 inr. The meter results were from fingersticks. There was no adverse event. The laboratory results were believed to be correct. The customer's condition was "okay". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin dose, no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.5 inr. The device was requested to be returned for investigation. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.